Event description:
Brush head fell apart while brushing [device breakage]. No adverse event [no adverse event]. Case description; date of event: (B)(6) 2014. A (B)(6) year old consumer reported that while brushing with an oral-b rechargeable toothbrush, version unk, the oral-b brush head, version unk, fell apart on (B)(6) 2014. The brush head had been in use for 4 weeks. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.